Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6)2010. The catheter was placed into the patient as instructed, however three times the machine cut out as the pressure went too high. The catheter was re-introduced into the patient each time and the machine said it did not need to prime because it was at a negative pressure. Eventually, the therapy cycle started but after one minute it cut out because the temperature was too high. When the fluid was removed from the catheter, it was cloudy and there was a hole in the balloon.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.